Event description:
It was reported that there was an elective replacement indicator (eri) message. It was noted that this had occurred about 3-4 weeks prior to the date of this report. It was noted that the patient¿s battery had been replaced in (B)(6) 2013. The left device had stopped working. The patient had met with their healthcare professional and manufacturing representative a week prior to the date of this report. It was noted that the voltage was the same as the patient had a year prior to the date of this report. The pulse was 180 and 140 on the right implant. The device would be sent in for analysis. It was further noted that the patient was told they would need to replace the same battery the following year. It was unknown what was wrong with the device until it was taken out. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3387-40, lot # j0333616v, implanted: (B)(6) 2003, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387-40, lot # j0331939v, implanted: (B)(6) 2003, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3387-40, lot# j0333616v, implanted: (B)(6) 2003, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387-40, lot# j0331939v, implanted: (B)(6) 2003, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
It was later reported that the healthcare professional had confirmed a couple of months prior to the date of this report that one of the implant batteries was low and the patient would need surgery for replacement. Additional information received reported the healthcare professional was to replace the less than 1 year old left battery. The patient was still having concerns with their device or therapy but was working with their healthcare professional or manufacturing representative. The patient had an appointment for (B)(6) 2014 for the battery to be replaced because it died too soon. Something was wrong with the patient's battery.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's implantable neurostimulator (ins) was recently replaced due to the patient having trouble communicating. The patient stated their last ins only lasted approximately eight months. The patient's left ins had to be replaced in (B)(6) 2013 and (B)(6) 2014. The patient thought the inss were to last 22 months.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3387-40, lot# j0333616v, implanted: (B)(6) 2003, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387-40, lot# j0331939v, implanted: (B)(6) 2003, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received reported the cause was determined to be normal battery depletion as the patient had high settings. It was noted that they were trying to schedule a battery exchange. The battery was still working so patient was still doing much better than her baseline.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3387-40, lot# j0333616v, implanted: (B)(6) 2003, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387-40, lot# j0331939v, implanted: (B)(6) 2003, product type: lead. Product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).